Event description:
It was reported that the patient had her miniarc sling removed due to leg pain and dyspareunia. No additional patient complications have been reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.